Event description:
The customer reported a nicu pt had a new PICC line placed at approx 1630 and tpn dextrose 7% started at 7.5 ml/hr around 1800. Between 2000-2100, blood and IV fluids were noted to be backing up. The transport nurses who place the lines in the nicu, evaluated the PICC line and found the rod inside had clotted. They were able to replace the rod and salvage the PICC line. They found that the extension set had a crack on the female luer which was the source of the backup. Within an hour of changing out the extension set, the second set on the pt was also found to have a crack in the female luer. This file is for the second set. There was no pt harm or medical intervention. The customer stated that no further pt/event info is available.

Manufacturer narrative:
(B)(4). The affected product dhas been received and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed.